Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump under-infused fluid when used with tubing 0.2micron at same infusion rate and found that a lot of volume left in the bag during an unspecified process step. Fluid going out from pump controlled flow and blocked by filter, there should be an occlusion alert at least. There was no report of patient injury or medical intervention associated with this event. No additional information is available.